Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00345. It was reported that the patient¿s ipg did not communicate following an surgical procedure. Troubleshooting was unable to resolve the issue. Additionally, the scs system did not help the patient. As such, surgical intervention took place wherein the entire system was explanted to address the issue.